Event description:
It was reported that they are artifacts in the images, causing the patient to be re-exposed. It was determined that the grid must have been stuck for that one image. We haven't been able to reproduce this and it hasn't reoccurred.